Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the lead was poking on the patients elbow as it was placed subcutaneously under the skin. The patient underwent a revision procedure, wherein the physician cut the top two distal contacts off of the lead. The patient was doing well postoperatively.